Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging health conditions and not sleeping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer service center for further evaluation. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging health conditions and not sleeping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and found one error code. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.